Event description:
User requested help retrieving data regarding an incident where the subject was not resuscitated. (B)(4).

Manufacturer narrative:
Internal device memory related to the incident was reviewed. Conclusion: subject was in a shockable rhythm, multiple shocks were advised and multiple shocks were delivered.